Event description:
It was reported that a patient heart an alert. The patient was noted to be out of the country when this occurred and could not get a device interrogation. The patient applied a magnet over the device until the device was checked which caused the patient emotionaldistress. Upon device interrogation, it was determined that the device alarm was triggered due to electromagnetic interference. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d224drg implantable cardioverter defibrillator (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2010. (B)(4).